Event description:
It was reported on (B)(6) 2025, that the left c-arm side panel buttons intermittently do not work on a 3dimensions mammography system. A field engineer was dispatched to assess the equipment and found that the switches would stick, causing uncommanded c-arm motion. The field engineer ordered new switches and indicated that they would be installed with hologic trained biomed upon arrival. The field engineer indicated that the problem has now been resolved. No patient/user injury reported.

Manufacturer narrative:
An investigation was completed: it was reported that the left c-arm control insert buttons did not work intermittently. A field engineer (fe) examined the equipment and found that the switches would stick when pressing due to overuse, causing uncommanded movement of the c-arm. The fe replaced the control inserts to resolve the issue. There were no reported patient or user injuries, and no additional information is available. A review of this device history showed that the issue did not return after the control inserts were replaced. The c-arm control inserts were replaced; however, no parts were returned for further investigation. The control inserts were 2259 days old at the time of replacement. The part was not returned for further investigation. The probable cause of the uncommanded movement is due to an issue with the control inserts. The likely cause is related to natural wear and tear on the component due to the high component age of 2259 days. Further investigation could not be performed as the part was not returned. Due to the limited information provided and lack of part return, the root cause of the control insert failure could not be determined. Conclusion: based on a review of the complaint, a CAPA is not needed at this time as there was no patient or user harm. Additionally, the risk is considered very low based on the occurrence. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no additional complaints for uncommanded c-arm movement related to the control inserts. The complaint review identified the control inserts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR. The control inserts were installed on this gantry with no issues noted. System product code: 3dm-sys-intl3d. Serial number: (B)(6). System manufacture date: 28feb2019. System installation date: 24may2019. Unique device identified (UDI): (B)(4).